Manufacturer narrative:
The device was received for evaluation. During evaluation, the bottom two rows of the keypad were not working as well as pressing the keys from the top three rows added a "j" afterwards. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be keypad failure which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had the bottom two rows of the keypad not working. No additional information is available.